Manufacturer narrative:
Analysis of historical records: the device/s involved in this event has/ve not yet been received by orthofix srl. Unfortunately also the lot numbers have not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation the device/s involved in this event has/ve not yet been received by orthofix srl. The technical evaluation will be performed as soon as the device/s become available. Medical evaluation the information made available on this event was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized as soon as further information becomes available. Orthofix srl had requested additional information and clarification on the event notified such as: confirmation that the two complaint forms received make reference to the same event, confirmation of the device code, device batch number and quantity, hospital name, date of initial surgery, body part to which device was applied, patient information (age and sex), confirmation on the event description, date of device failure, details of the medical intervention performed following device failure, patient current health condition, device/s returning for the technical evaluation. Unfortunately, this information has not yet been made available. As soon as further information becomes available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: "we received feedback from dr.(B)(6), one of the top ortho surgeons in (B)(6) for complex fractures, regarding the clamps (ref # (B)(4)), of the galaxy pin to bar system. Once fixation has been achieved and final tightening done, including closing of nut, pin (screw) tends to slide through the black plastic area which interfaces (pin/clamp). After sliding, the construct becomes somewhat loose and we did a test in our office confirming what our customer is pointing out". In regards to this event, on (B)(6) 2017, orthofix srl received two complaint report forms. Both forms are not completed and also include some discordant data still under verification. These data will be provided you as soon as clarified. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device/s involved in this event has/ve not been returned to orthofix (B)(4). Unfortunately also the lot number/s have not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the device/s involved in this event has/ve not been returned to orthofix (B)(4). The technical evaluation will be performed as soon as the device/s become available. Medical evaluation: the information made available on the case over the time were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. January 7, 2018: "as far as I can see we have received two notifications of problems with loosening of the bone screw in the large clamp of the galaxy system, 93010. The complaint states that the position of the fracture has been lost and further surgery was required to correct the position. However, these seem to be general complaints. No specific case or indication has been identified. "Multiple" cases have been referenced. The complaint seems to be about bone screw loosening after the clamp has been tightened". January 10, 2018 with the further information provided on january 9, 2018: "so we are told that this complaint concerns a large galaxy clamp 93010 used as part of the fixation of an open tibial fracture. We have not been told when the original injury and operation occurred. The complaint also mentions a total of 3 clamps that have caused problems, all the same lot. We do not know if these failures were sequential, or if they all occurred in the same period and in the same frame. The information states that further external fixation was applied for an open tibial fracture after the device failure (note device not devices). The chronology of these events really is still very unclear. We badly need to know the exact configuration of this fixator frame. It is very likely that the geometry of the configuration resulted in excessive load being transmitted to the clamp(s) that failed. We also need to know the nature of the fracture, the duration of the fixation, and the mobility of the patient and the loading of the limb. The galaxy operation technique for the lower limb makes it very clear that the surgeon must be aware of the mechanics of the frame, especially when it is being used for definitive treatment, particularly in the section key principles for stability in external fixation on page 20. Loss of position with this fixation system is very unusual, so there must have been something about this failure that is specifically technique related". January 25, 2018 with the further information provided on january 24, 2018: "the patient had the fixation in situ for a prolonged but unspecified period for an unspecified treatment. Eventually the fixation became unstable and was replaced by a different external fixation frame. The patient's condition now is 'stable'. I am sure that the loss of position with this frame is related to the specific geometry and conditions of the frame, the length of time that it was in situ and the activity of the patient. It is very likely that the failure of this fixation frame occurred after the devices had been loaded beyond their design criteria, but we do not know because of the lack of details". Final comments: a technical evaluation of the device/s concerned was not performed as the devices have not been made available for the investigation. Unfortunately, no information about real lot involved is available, therefore it is not possible to perform any technical investigation. A complete medical evaluation was not performed as no information about the medical procedure, diagnosis, treatment details and x-rays have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. In case further information and/or the device/s used are provided, orthofix (B)(4) will promptly re-open the investigation on the case. Orthofix would like to remind that the instructions for a correct closure of the galaxy clamps are included in the instruction for use leaflet, ref: pq gal and in the galaxy fixation system operative techniques, ref gf-1101 and gf-1102.

Event description:
The information provided by the local distributor indicates: "we received feedback from dr. (B)(6), one of the top ortho surgeons in (B)(6) for complex fractures, regarding the clamps (ref # 93010), of the galaxy pin to bar system. Once fixation has been achieved and final tightening done, including closing of nut, pin (screw) tends to slide through the black plastic area which interfaces (pin/clamp). After sliding, the construct becomes somewhat loose and we did a test in our office confirming what our customer is pointing out". In regards to this event, on (B)(6) 2017, orthofix (B)(4) received two complaint report forms. Both forms are not completed and also include some discordant data still under verification. These data will be provided you as soon as clarified. Further information received from (B)(6) inc. On january 9, 2018 device code: (93010?) Yes, 93010 galaxy large clamp. Batch number and quantity: 3 in total with lot # b1032816. Hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: n/a. Body part to which device was applied: tibia. Patient information (age and sex): n/a. Confirmation on the event description (loosening of external fixator after prolonged use): date of device failure: n/a. Details of the medical intervention performed following device failure: external fixation for open tibia fx. Patient current health condition: stable. Availability of the device for the technical evaluation yes. Further information included in the complaint report form received from (B)(6) on january 24, 2018. - product code: 93010. Batch number: not available. Quantity: not available. Hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: n/a. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: n/a. Problem observed during: on scheduled device removal. Type of problem: device functional problem. Event description: loosening of external fixation for open tibia fracture after prolonged use. Resulted in pain and re-positioning. The complaint report form also indicates: the device failure caused adverse effects on patient (loss of achieved correction). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required. A medical intervention was required (external fixation for open tibia fracture). Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: stable. Device not available for evaluation. (B)(4).